Event description:
Customer's spouse called to report pt was hospitalized for low bgs. Spouse stated that the customer did not eat enough based on the amount of insulin given, and the device had an alarm while pt was trying to use the pump during hospitalization. Customer was on manual injections.